Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was at walmart when she started feeling dizzy. She checked her dexcom, which showed a blood sugar level of 251 mg/dl. As she walked to her car, she suddenly felt dazed and fainted briefly. A couple passing by saw her faint and carried her back into walmart, then called an ambulance. When the emts arrived, they checked her blood glucose which was 30 mg/dl, while the dexcom still showed 251 mg/dl. The emts administered a glucose shot (no information if this was oral or injection) and applied liquid sugar to her mouth. After about five minutes, the patient felt better. The patient was not taken to the hospital. At the time of the report the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken when the patient felt the symptoms. The reported glucose values fall within the e zone of the parkes error grid was taken upon the arrival of the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.